Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while attempting to load multiple cartridges an alarm 19 would occur. The customer was able to successfully load a cartridge after receiving the alarms. The customer's blood glucose level was not impacted. As the alarm was not occurring at the time tandem technical support was contacted, troubleshooting to determine a possible cause was unable to be performed.